Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with staph aureus bacteriemia and a chronic swelling track on the lateral margin of her pacemaker incision. The entire implantable pulse generator (ipg) system was explanted and was not replaced. The patient was left with a wound vac for the pacemaker pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.